Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a pump that was being replaced for a motor error alarm. Customer also had a previous no delivery alarm and a low battery. Customer stated that she used about 5 of her infusion sets during that time. Customer's blood glucose level was 300 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. Customer was advised to follow up with her health care professional. Customer will contact her pharmacist. Customer stated that she went through 4 infusion sets and 4 reservoirs during this time. No further assistance needed.